Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube and cylinder and in the jet tube. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and a correction . Updated field: a4, a5, a6, e4, h2, h4, h11 corrected fields: h6 should additional relevant information become available, a supplemental report will be submitted.